Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The philips field service engineer (fse) was able to verified the reported problem. The fse replaced the main board to address the reported problem.

Event description:
The customer reported that the ventilator remote alarm jack is not working. The customer reported that the unit was not in use on a patient. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 19may2019, date of report : 12jun2019. The main printed circuit board (pcb) was received for evaluation. Broken solder pin connections on the cn2 pins 1 & 3 were identified during visual inspection. During testing, it was determined that broken solder connections at cn2 pins 1 & 3 caused the remote alarm port to not function properly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.